Event description:
The following description of the event was documented by the foreign distributor's representative and sent to carefusion technical support via e-mail. "I have avea unit, the battery indicator not flash, after inspection we found that the fuse related to the internal battery is broken, we have replace the fuse and the fuse is broken again. Be informed that the ventilator work normal with the ac, but not working with the batteries and the fuse always broken the sn of the avea is (B)(4), I have inspect for the problem and I found that the problem was in the battery (B)(4), I have searched for the sn of the battery but I didn't find it. So please I need another battery."

Manufacturer narrative:
Neither the foreign user facility nor the foreign distributor submitted a user facility/importer report to the manufacturer. (B)(4). The following information concerning the evaluation of the device is a summary of the information documented by the carefusion failure analysis lab technician. A single avea internal battery assembly pn: (B)(4) was received for investigation. A visual inspection was performed and found that the lower middle battery that sits against the metal rear panel exhibits a puncture past the protective plastic covering exposing the negative terminal of battery. This can cause shorting out the battery pack and causing the battery to heat-up and or causing erroneous battery charge level indications. Carefusion has initiated an internal corrective and preventative action request through our corrective and preventative action system to address this issue.